Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, not all alerts were not received on the phone. No additional event or patient information is available. It was reported that the issue was related to the mobile app. Data has been received but not yet evaluated. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
Data was provide for evaluation. Confirmation the reported complaint of not receiving all the alerts on the dexcom g5 mobile application could not be determined. The root cause could not be determined post investigation.